Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was damaged. Customer stated that the insulin pump gave insulin flow block alarm during fill tubing. No harm requiring medical interventio was reported. The insulin pump will not be returned for the analysis.